Event description:
A malfunction alarm was reported in sweden involving a customer using a pump distributed by (B)(4). There was no adverse impact to the customer's blood glucose level, as it was confirmed to stay below 500 mg/dl. Technical support arranged for the pump to be replaced, instructed the customer on how to put the pump into storage mode before returning it, and confirmed the shipping address for the replacement. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery during the process.